Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that following a non-conditional magnetic resonance imaging (MRI) scan for the patient implanted with this implantable cardioverter defibrillator (ICD) system, rate response was programmed on. It was noted that the ICD was previously programmed to ddd mode. As a result, competitive sensor-driven atrial pacing induced atrial fibrillation (af). Electrogram (egm) review of a stored atrial tachy response (atr) episode from 09/22/2023 revealed sensor-driven ventricular pace followed by an intrinsic atrial beat that fell into the post-ventricular atrial refractory period (pvarp). The device subsequently paced in the atrium, putting the patient into af. Technical services (ts) reviewed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.